Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a bone marrow biopsy needle. The customer reports that the needle broke from the blue shaft and had to be removed using pliers while the patient was under general anesthesia. The doctor then redid the procedure a second time while the patient was still under anesthesia. There was no injury to the bone and the patient was not prescribed any medications as a result of this incident.

Manufacturer narrative:
Submit date: 03/22/2013. An investigation is currently underway. Upon completion, the results will be forwarded.